Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported they were unaware of the cause of the malfunction. The lead was currently being held by the hospital, but once it was released it was going to be sent back.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the patient was having a new system implanted on the day of the report. The first lead went in with no problem, but the second lead got stuck halfway during insertion and the stylet was bent. It was noted that the doctor planned to use a different stylet but went through all of the stylets with all of them being bent after attempting to direct the lead. The rep then reported that the doctor tried to use the stylets from the reps auxiliary style kit, the doctor unsuccessfully pulled the lead out halfway and eventually completely pulled the lead out. Another lead was used and that lead went all the way up to its location with no problem; the issue was resolved. There were no reports of medical or therapy issues and no patient symptoms reported. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.